Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): battery - battery depletion-normal. The no output and no telemetry conditions were the result of battery depletion. Both loaded and unloaded pacing current drain levels were normal for this device at bol (beginning of life) voltages. Without knowing the complete programming history of this device there is no way to accurately determine the longevity.

Event description:
It was reported that the patient came into the clinic after complaining of being symptomatic. In the clinic, the device could not be interrogated and a temporary pacing wire was needed. The device was explanted and replaced. No patient complications have been reported as a result of this event.